Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30448277m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a female patient underwent a superior vena cava isolation (svci) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and experienced phrenic nerve paralysis and diaphragmatic paralysis. During the procedure there was difficulty moving diaphragm and ablation was stopped. After poor diaphragmatic motion, the procedure was continued. Several hours later, phrenic nerve paralysis was noted. Ablation was done with 25w. The procedure was continued even after the movement of the diaphragm became poor. The physician commented the adverse event was not related to the bwi catheter. There was no report that extended hospitalization was required and patient outcome was reported as improved.